Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ferritin on a cobas e411 disk. The sample initially resulted in a ferritin value of < 0.500 ng/ml with a data flag. The sample was repeated, resulting in a ferritin value of 58.66 ng/ml.

Manufacturer narrative:
The e411 analyzer serial number is (B)(6). No calibration influence was observed. Quality control data was provided for only one control level and it was within range prior to the event. A general reagent or analyzer problem was not present. Non-systematic irreproducible results do not represent a general malfunction of the assay. The investigation is ongoing.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.